Event description:
End of stryker saw blade 0277-096-325 (lot:22031017, exp: 02/01/2027) broke inside system 8. No piece of saw broke off into patient. Blade was removed and broken piece stuck inside system 8 handpiece. Charge rn notified, manager notified. New system 8 and new saw blade opened and used without further issue. No x-ray visualization required per manager.